Manufacturer narrative:
Mml reference # (B)(4). Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assemblies were returned for analysis. The leads passed functional testing, and no damages were observed during visual inspection. The allegation that all electrode pairs were unable to elicit a muscle twitch was not confirmed. A review of the initial implant images demonstrates that the leads were not implanted deep enough to engage the intertrasversaii and were, therefore, floating posterior postoperatively. The patient is also instrumented with a lumbar (l)4 and l5 fusion.

Event description:
It was reported that the patient was implanted with reactiv8 system on (B)(6) 2024. The procedure was successful. Approximately 17 days after the implant and before the device activation, the patient had a fall incident and was hospitalized in intensive care due to other medical comorbidities unrelated to the device. Device activation was attempted while the patient was in the rehabilitation ward. The clinical specialist could not elicit any muscle twitch response bilaterally. A lumbar x-ray confirmed migration of both leads, likely from the fall. The device was turned off while waiting to schedule the revision surgery. On (B)(6) 2024, the patient underwent revision surgery to remove and replace the leads. Two new leads were implanted with no reports of patient harm or injury.

Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient was implanted with reactiv8 system on (B)(6) 2024. The procedure was successful. Approximately 17 days after the implant and before the device activation, the patient had a fall incident and was hospitalized in intensive care due to other medical comorbidities unrelated to the device. Device activation was attempted while the patient was in the rehabilitation ward. The clinical specialist could not elicit any muscle twitch response bilaterally. A lumbar x-ray confirmed migration of both leads, likely from the fall. The device was turned off while waiting to schedule the revision surgery. On (B)(6) 2024, the patient underwent revision surgery to remove and replace the leads. Two new leads were implanted with no reports of patient harm or injury.